Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The device was not received.

Event description:
It was reported that the flow rate on the arctic sun device was reading 0l/min after transporting the patient. The nurse was attempting to restart therapy and stated that the device showed "priming" and stopped. The patient had been on normothermia for a few days. The patient temperature was 36.8c with a target of 37c and water temperature at 7.2c. Per troubleshooting with ms&s, system diagnostics were ran. With pads attached, flow rate was 0l/min, ip -0.1psi, and cp 100%. The nurse was instructed to disconnect and reconnect the pads holding the blue foam tubing. The nurse pressed start, and the device showed priming then stopped. The nurse stated that he would replace the pads.

Manufacturer narrative:
The device was not returned for evaluation. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: "5. Attach the pad¿s line connectors to the patient line manifolds. Begin circulating water through the pads using either patient temperature control mode (automatic) or water temperature control mode (manual). If the pads fail to prime or a significant continuous air leak is observed in the pad return line, check connections, then if needed replace the leaking pad. 6. Once the pads are primed, assure the flow rate displayed on the control panel is greater than 2.3 liters per minute, which is the minimum flow rate for a full pad kit. 7. When finished, empty water from pads. Cold temperature increases the adhesiveness of the hydrogel. For ease of removal, leave pads on the patient for approximately 15 minutes to allow the hydrogel to warm. Slowly remove pads from the patient and discard." Section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not received.

Event description:
It was reported that the flow rate on the arctic sun device was reading 0l/min after transporting the patient. The nurse was attempting to restart therapy and stated that the device showed "priming" and stopped. The patient had been on normothermia for a few days. The patient temperature was 36.8c with a target of 37c and water temperature at 7.2c. Per troubleshooting with ms&s, system diagnostics were ran. With pads attached, flow rate was 0l/min, ip -0.1psi, and cp 100%. The nurse was instructed to disconnect and reconnect thepads holding the blue foam tubing. The nurse pressed start, and the device showed priming then stopped. The nurse stated that he would replace the pads.